Manufacturer narrative:
(B)(4). Batch # p56k5d. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 18 drivers up and the remaining drivers were down with staples present. In addition the cartridge reload was received with the cartridge deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. The device was tested for functionality with a test cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a semi-open unknown surgery, the device was locked out at the first firing of side-to-side anastomosis on jejunum. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient.